Event description:
Info received indicates the ground loss indicator is on.

Manufacturer narrative:
The technician found the ground pin was missing and replaced the power cord plug to repair the bed.